Manufacturer narrative:
(B)(4). No known impact or consequence to the patient.

Event description:
During a pci via radial artery procedure, after inserting the introducer, the haemostatic valve began to leak. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Model#: kcfn-6.0-18-13-ra-s-hc. (B)(4). Investigation - evaluation: a review of the complaint history, documentation and quality control was conducted for the purpose of this investigation. The complaint device was not returned to assist with the investigation. There are multiple controls in place to minimize valve leakage. Per quality control, final inspection for check-flo valve assembly requires to "perform an air pressure test on 100% from each order received." / "perform an air pressure test on 100% from each order received." / "visually examine the disc and ensure that it is clean and free of debris and correctly positioned in the center of cap." As part of cook incorporated¿s quality system procedures, each complaint is investigated and as part of the investigation, risk is assessed, based on severity, detect-ability and occurrence. Based on this analysis, action taken may include the following: continued monitoring of similar events, corrective action or preventative action. Without the benefit of a returned device, a definitive root cause could not be determined. We will continue to monitor for similar events and have notified the appropriate personnel.

Event description:
During a pci via radial artery procedure, after inserting the introducer, the haemostatic valve began to leak. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.